Event description:
A family member reported air bubbles in the customer's insulin reservoir. It was stated that the customer had already changed the full set, so troubleshooting was not possible. It was advised to call the helpline back when the issue recurred in order to do proper and complete troubleshooting. The customer's blood glucose value was 511 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).